Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out but it went back up. The customer stated that they did not press the drive support cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads and severely scratched display window.